Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation was performed for the finished device 233839 number, and no non-conformances were identified. Reason for device explant and/or reoperation: deflation on (B)(6) 2021 , mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the sal siltex rnd diap pkg 350cc breast implant, measuring approximately 1.9 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentors quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure of unknown type with a mentor siltex round moderate profile 350cc and experienced bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on (B)(6) 2020. This medwatch is for the left side.